Event description:
Patient reported experiencing elevated blood glucose (300 - 400 mg/dl, normally 90 - 150 mg/dl), for the past 5 - 6 weeks. They indicated that, although they have been self-treating high blood gluccose by skipping meals, and delivering multiple boluses (of 4.0 - 6.0u), it takes 5 -7 hours for their blood glucose to decrease. Patient stated that they believe the device is at fault for elevated blood glucose. No error messages were generated by the device.